Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-aug-2023. Investigation summary: one sample and one photo were provided to our quality team for investigation. Through visual inspection, a gel-like substance was observed on the roof of the barrel and appeared to be silicone lubricant used in the assembly process. The observed amount is acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use liquid (condensation) or gel type substance in them. Report 2 of 3. The following was received by the inital reporter; customer reports liquid (condensation) or gel type substance in 10 ml syringe material 302995, occurrences 4, 3 with an unknown lot and last occurrence with lot 3142094. Verbatim as follows: "good afternoon, friday, I encountered something odd I have not seen before. Some 10ml syringes appeared to have a liquid (condensation) or gel type substance in them. I noticed it when I pulled the plunger back. The first 2 I found I thought was just odd (both on the same patient) and I threw them away. I found a 3rd one, but had opened other 10ml syringes so I wasn¿t sure which lot it had come from (I had already thrown the package that was labeled in the trashcan so I couldn¿t be sure which belonged to that syringe). It happened a 4th time so I do have the syringe and the packaging for that one.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use liquid (condensation) or gel type substance in them. Report 2 of 3 the following was received by the inital reporter; customer reports liquid (condensation) or gel type substance in 10 ml syringe material 302995, occurrences 4, 3 with an unknown lot and last occurrence with lot 3142094. Verbatim as follows: "good afternoon, friday, I encountered something odd I have not seen before. Some 10ml syringes appeared to have a liquid (condensation) or gel type substance in them. I noticed it when I pulled the plunger back. The first 2 I found I thought was just odd (both on the same patient) and I threw them away. I found a 3rd one, but had opened other 10ml syringes so I wasn¿t sure which lot it had come from (I had already thrown the package that was labeled in the trashcan so I couldn¿t be sure which belonged to that syringe). It happened a 4th time so I do have the syringe and the packaging for that one.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.